Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the esc button on their insulin pump was not sensitive. The patient's blood glucose value was reported as normal. The insulin pump was out of warranty and not returned for analysis.